Manufacturer narrative:
Device evaluation summary: during evaluation of the sample an area of missed material was observed on the anterior aspect measuring approximately 1.1 cm x 0.7 cm. Microscopic examination of the edges of the tear gave no indications as to cause of the failure. No other anomalies were observed. No further investigation will be conducted on this complaint as there are no indication that the issue found is related to the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by monitored by quality assurance on a regular basis to determine if further action is necessary. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, surgery prolonged. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with mentor memorygel, 275cc silicone breast implants which the left implant found to be deflated during the surgery. After operating successfully the right breast implant ; the doctor has checked another mentor to continue implant on the left. While checking he found that the implant was ruptured. This is happen before implantation, not effect to patient's health, and no silicone leak to the patient. The issue caused 30 minutes delay. The patient's health after operation is normal, not affected by process delay.